Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm and frozen screen noted during testing. Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no blank display and unexpected restart alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and unexpected restart alarm. The customer¿s blood glucose was 180 mg/dl at the time of incident. Customer stated that the insulin pump alarmed unexpected restart and unable to clear the alarm due to buttons were unresponsive. Customer also reported that the insulin pump had a blank display. Unable to complete troubleshooting due to no battery was available for testing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.